Manufacturer narrative:
The insulin pump had constant failed battery test after the battery was inserted due to corroded battery tube. Display anomaly, battery icon anomaly or the operating currents testing was not performed due to failed battery test alarms. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the battery icon on the customer's insulin pump was unreliable. The customer stated that the battery icon would show battery power fluctuating drastically. The customer's blood glucose levels are unknown. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)